Event description:
The affiliate reported, a customer whose pt experienced an "allergic reaction" after having bladder cystoscopy with a device that was processed in cidex opa. The customer reported, that the patient experienced a flushed face, angioedema of the lips, and felt faint. The patient was treated with epinephrine and oxygen and was observed at the hospital for three hours and then was discharged. The patient had a similar reaction when he was similarly treated eight years ago, when he experienced a flushed face, anterior chest pain, and feeling faint. The customer did not provide treatments given at that time. The pt had allergy testing performed for latex and was found to not be allergic. The pt does not have a history of bladder cancer. The customer reported, that the scope was manually reprocessed, as per opa IFU and current guidelines.

Manufacturer narrative:
.